Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # 724c79. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with two ecr60g reloads present. The reload (b) was received with no apparent damage and fully fired. The reload (c) was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 724c79, and no non-conformances were identified. Additional information was requested and the following was obtained: the reload didn't work well. Able to see small green fragment of the reload into the patient. So it was totally impossible to recover this littles fragments.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: the event description states "...the reload was totally destroyed". Can you elaborate on what is meant by this? When I say "totally destroy" I mean, as you can see in the photo, the reload was broken, one of the small green piece of the reload was fallen into the patient. The first time that I check something like this. This event haven' t got any consequences for patience...in 4 days the patience went to this house. Investigation summary: according to the information received, the reported event for the device reported damaged cartridge, hemostasis controllable & malformed staple. This is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload which is fully fired from right side, and from the left side the external line it looks the reload is fully fired and from the internal line it seems partially fired, additionally it was observed damaged over the body, some protruding staples and additionally it seems there is a broken staple sticking over the reload. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9ee67, and no non-conformances were identified.

Event description:
It was reported that during a sleeve procedure, when they fired the echelon, the staple line was not correct, only 4 rows of staple was ok, but 2 rows of staples was not well done and when they looked into the reload , the reload was totally destroyed. Procedure delayed 30 minutes. Clips used to control bleeding of staple line, procedure completed successfully. No patient consequences reported. No further information is available.